Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked what circumstance that led to patient charging ins level only at half, patient got 3 to 4 box shades, patient said the battery loose. It was noted the replacement of recharger antenna didn't resolve the issues above. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacturer representative reported that about a month ago they were having a hard time recharging the battery and getting eight bars. The patient was getting four bars but now got zero and had to move the antenna around. The patient stated the battery felt like it was moving in the pocket. Upon interrogation it was found that the patient had been charging every 1-3 days for less than an hour and was reaching 100% but was averaging zero bars. Impedances were found to be within normal limits. The patient had a revision surgery where the healthcare provider opened the pocket and assessed the position of the generator. The healthcare provider moved the generator from the right flank to the right abdomen and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information as (B)(6) lbs. At the time of the event. Nothing changed for the circumstances that led to the battery moving and trouble charging. Steps taken to resolve the issue was that patient went to doctor's office. The issue was not resolved. Surgery was needed on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the system showed half and didn¿t go above half. The patient stated she had been charging for three days and the implant level was only at half. The patient was getting zero boxes and noted she normally gets 3-4 boxes shaded. The patient mentioned she was in pain and had turned her unit off three days ago because she didn¿t want to lose charge and was able to turn stimulation on again during troubleshooting to relieve pain. The recharge antenna was damaged and a replacement was sent. Further information received from the consumer reported that they received the replacement antenna but it did not resolve the charging issue. The patient noted that her implant battery had been moving and it was reviewed that it was a likely reason they were experiencing coupling issues. The patient was directed to follow-up with their healthcare provider to address the movement.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The implant flipped and subsequent revision to move implantable neuro stimulator (ins) to patient abdomen. No further patient symptoms or complications were reported in this event.